Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the clear insulation on the device jaws split. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Evaluation summary: two device samples were received for evaluation. Visual inspection found the clear boots were torn, all pieces were still attached and present. Samples failed hipot testing. The investigation identified the root cause of the reported event to be user error. The instruction for use states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. If information is provided in the future, a supplemental report will be issued.